Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported the lead was explanted and replaced due to lead dislodgement. Twiddlers syndrome was suspected but not confirmed. No adverse consequences were noted.